Manufacturer narrative:
(B)(4).

Event description:
It was reported that a prompt for a new sensor occurred. Data was evaluated and the allegation was confirmed as an early sensor expiration alert. The probable cause was determined to be potential patient misuse. The reported event of an early sensor expiration is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.